Event description:
The physician reports performing cataract surgery with implantation of the crystalens hd intraocular lens in the left eye. One year postoperatively, the pt developed lens vaulting in a z-configuration. The surgeon attempted to reposition the intraocular lens, but was unsuccessful. One day after the attempted repositioning surgery, the pt's iop was elevated (58mmhg). The surgeon performed an anterior chamber tap and managed the pressure, but the iris became paralyzed and dilated. The surgeon then performed a yag capsulotomy and constricted the pupil using pilocarpine. Despite treatment of pilocarpine for two months, the pupil remained dilated. The pt's udva is 20/40 and uiva is 20/40 j2 with refraction of -1.25 sphere. The surgeon states, both hinges are now protruding forward (iol optic anterior vaulted). The pt is experiencing glare and is unhappy with distance vision. It should be noted that this pt also experienced asymmetrical lens vaulting in the fellow eye. Reference MDR 2031924-2010-00192. Additional info has been requested.